Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The engineer did not confirm blurry image; however, there was interference in the image when tapping the insertion section. Additionally, there were water drops noted in the lg lens and the unit¿s grip was immersed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the lens glass or the beam glass on his olympus endoeye hd ii was broken. According to the initial reporter, the screen and beam both turn red whenever either component encounters blood. Reportedly, the intended procedure was completed using a similar device. The customer confirmed that the patient was not under anesthesia when this event occurred and experienced no harm as a result of this failure mode.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.